Manufacturer narrative:
The pump had minor scratches on the lcd window, cracked battery tube threads, a broken reservoir tube lip, and a cracked case at the reservoir tube window corners.

Event description:
The customer reported via phone call indicating that the insulin pump had a damage. Customer's blood glucose was unknown mg/dl. The customer stated that there was broken ring on reservoir area. Customer does not know how the damage occurred. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.